Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged. It was noted that the pins were pressed into the connector sleeve, the device was displaying an error e5, there was no function, and a test run was not possible, and the locking/latching mechanism for the tool was faulty. It was further determined that the device failed pretest for cutter lock assessment, noise assessment, loctite and cable assessment, handpiece temperature assessment, and hand control assessment. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.